Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial/batch: (B)(6).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) lead replacement procedure due to migration as confirmed via x-ray. It was also noted that the implantable pulse generator (ipg) was replaced due to an unknown reason. No further information could be obtained.